Event description:
Arthroscopic meniscectomy performed on left knee. Following release of thigh tourniquet, circulation did not normally return to lower extremity. Fasciotomy was then performed which restored pulse to lower leg and foot. No additional complications were reported.